Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred.during the procedure, while using the vizigo sheath on the patient, the hemostatic valve would not seal properly so there was fluid coming back. The investigational analysis completed 4/22/2020. A visual inspection was performed and the hemostatic valve was found dislodged. During a second visual inspection, the hemostatic valve was observed folded inside the hub of the device .the folded condition noted on the hemostatic valve coincides with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device. However, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the hemostatic valve was observed dislodged. These findings coincide with what was initially reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. During the procedure, while using the vizigo sheath on the patient, the hemostatic valve would not seal properly so there was fluid coming back. The sheath was replaced with an agilis sheath (non-bwi) and the issue resolved. There was no report of patient consequence. According to the physician the ¿end¿ of the sheath broke off and the hemostatic vale became detached from the sheath. Some blood return was observed. No air entered the patient¿s body. No percutaneous, surgical removal or any other medical intervention was required. In physician¿s opinion the event was due to bwi product malfunction. No adverse patient consequences were reported. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction.